Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported by the customer that the device smb1 needs to be disabled. There was no additional information provided and no patient involvement.